Manufacturer narrative:
Initial investigation proves to be inconclusive. This is a multiple use instrument that is subject to wear. This will be monitored for trends.

Event description:
During the process of using the cutting block, the cutting slot broke away from the unit.